Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04845 / 04846).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2001 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, lack of mobility, elevated metal ion levels, inflammation, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 8) dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2001 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, lack of mobility, elevated metal ion levels, inflammation, loss of range of motion, metal poisoning and metallosis. Additional information provided in patient medical records indicate the right hip revision on (B)(6) 2011 was due to subluxation/dislocation and metallosis. The patient's operative report noted dark metallic stained fluid, synovium stained with metallic debris, and evidence of subluxation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.